Manufacturer narrative:
Date of event: (B)(6) 2017 additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator model #: sc-4316, lot #: 14302395 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that patient underwent an explant procedure for an unknown reason. It was noted that the physician had difficulty removing the lead and broke it, the remaining leads were left in patients body.